Manufacturer narrative:
Device evaluation: the device was returned intact and functional with light yellowing.

Event description:
Patient reported capsular contracture, mastitis and symptomatic rupture right side.